Event description:
Device malfunction: thumb advancer resistance, locator wings did not retract, bent tip of clip delivery tube. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) the operator felt strong resistance while advancing the thumb advancer. The tip of the clip delivery tube was bent. When the safety release button was activated, the vessel locator wings did not retract. The device was removed using both countertraction and a forceful pull. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. (Against IFU): the starclose instructions for use (IFU) state "do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery."